Event description:
Reporter indicated that a vns dell handheld computer froze while "performing a dosage adjustment." The handheld computer and flashcard were received and an analysis was performed. No anomalies that could have contributed to the reported complaint were found as the devices performed according to specifications.